Event description:
The advocate called for help with the customer's contour ts meter. While troubleshooting, she performed control tests and received a result of 41 mg/dl. The normal control range was 102-140 mg/dl. No adverse events were alleged. The test strips are to be returned for eval. Replacement test strips were sent to the customer.